Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to normal wear and tear, or excessive handling of the master tool manipulator (mtm) grips. This issue can be resolved by replacing the mtm grip.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the master tool manipulator (mtm) grip pad, opto button, and thread locker screws. The system was tested and verified as ready for use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the right master tool manipulator's opto grip was found to be damaged. The intuitive tech support engineer (tse) advised the site that the component would need to be replaced to resolve the issue. The site continued with the surgery. The tse advised that if the surgeon was not comfortable, they could use the secondary surgeon's console to complete the procedure. There were no reports of patient injury.